Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cable the distal clevis hub was frayed. The frayed strands were sticking out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing of the prograsp forceps instrument, the cable on the instrument was observed to be frayed. There was no report that any fragment(s) from the instrument fell into a patient.